Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action database review and similar incident query for this product was not performed since the part/lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove and core separation appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that the challenging anatomical conditions were the result of the difficulty to advance. Further manipulation against resistance likely caused the guide wire to kink or became damaged causing the difficulty to remove from the dragonfly ultimately resulting in the core separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (drca). An unknown bmw guide wire (gw) was advanced with resistance with the anatomy and could not be advanced any further within the target lesion due to distal stenosis. The dragonfly opstar catheter was advanced without issue over the bmw guide wire; however, resistance was felt during advancement into the vessel. Optical coherence tomography (oct) was performed without issue; however, when removing the dragonfly opstar catheter, the bmw gw was pulled out of the vessel as well so both devices were removed together. The guide wire was then inspected, revealing that it was separated into multiple pieces. No separated pieces remained in the anatomy. A new guide wire was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The UDI number is ¿ni¿ as the catalog number was not provided. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The dragonfly opstar is filed under a separate medwatch report number.